Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is stuck at 00:00. Review of the system log file showed that a frame grabber card initialization error, resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system would not start normally, stuck at 0;00 on the screen and would not come up fully. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found issue on flexvison pc. The fse replaced the flexvison pc, and system returned to full functionality.